Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40mg/dl due to incorrectly counting carbohydrates. Although requested, contact declined to provide additional patient or event information.